Event description:
Healthcare professional reported after injection of juvederm ultra plus xc in the nasolabial folds, oral commissures, vermillion border, and left "cheekbone" patient developed edema, "burning, like a burn and the area is hot; erythema, inflammation to all injection sites and little blisters". The day after injection, the patient developed "darkening of the injection sites; maroon coloration; peeling skin and heat". Later a "post inflammatory stain/spot/scar" developed at the injection sites. Patient was treated with "cephalexin, and cortisol histamine".

Manufacturer narrative:
Medwatch sent to FDA (B)(4) 2013. Device history report summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling: undesirable effects - the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc) which may be associated with itching or pain on pressure or both, occurring after the injection, staining or discoloration of the injection site, patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. Any other undesirable side effects associated with injection of juvederm ultra plus xc must be reported to the distributor and/or to the MFR.